Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had been on this driver for some time, but switched off of it at home as recommended by the on-call engineer to troubleshoot some issues he was having. During testing, the driver repeatedly switched back and forth to the emergency circuit, shaking violently, and making excessive grinding noises. It displayed alternating high and low pressure alarms for left and right, change battery a, change battery b, and emergency battery low alarm messages. The driver was turned off and restarted several times with same results. Pt did not know of any damage to the driver during the transport. Later at the hospital, the driver continued to fault.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.